Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("following surgery it was seen a portion of left essure broken micro insert had migrated and embedded itself into the wall of the uterus") and device breakage ("following surgery it was seen a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menses"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe, lower abdominal pain, severe abdominal cramping, when not menstruating"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and migraine ("worsening of migraine headaches"). The patient was treated with surgery (on (B)(6) 2015, partial hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the embedded device, device breakage, menorrhagia, pelvic pain, abdominal pain lower, dyspareunia, fatigue and migraine outcome was unknown. The reporter considered embedded device, device breakage, menorrhagia, pelvic pain, abdominal pain lower, dyspareunia, fatigue and migraine to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: ultrasound pelvis result was suggested left insert migrated/perforated uterus. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus (seen as embedded device and device breakage), which are serious events due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, after approximately four months of essure's insertion a pelvic sonogram was made and the results suggested that essure's left coil had migrated and perforated her uterus. A month later she underwent a partial hysterectomy and bilateral salpingectomy when it was confirmed that a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus. Although the exact dates and mechanism of the device breakage and the embedment are unknown, considering the events' nature, the causality between them and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("following surgery it was seen a portion of left essure broken micro insert had migrated and embedded itself into the wall of the uterus/perforation (uterus)"), device expulsion ("embedded itself into the wall of the uterus/perforation (uterus)/device location of device: endometrial cavity"), device breakage ("following surgery it was seen a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus") and haemorrhagic ovarian cyst ("hemorrhagic cyst on right ovary") in a 37-year-old female patient who had essure (batch no. C91764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, knee operation, ovarian cyst and grand multiparity. Concurrent conditions included leg pain and seasonal allergy. Concomitant products included para-seltzer (excedrin) since (B)(6) 2015 for migraine as well as cetirizine and cilest (ortho tri-cyclen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormally heavy menstrual bleeding, prolonged menses ,abnormal bleeding menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("worsening of migraine headaches") and headache ("headaches"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy,bilateral removal of essure, left cornual resection.), surgery (on (B)(6) 2015, partial hysterectomy and bilateral salpingectomy) and surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, menorrhagia, dyspareunia, fatigue, migraine, vaginal haemorrhage, headache and dysmenorrhoea had resolved and the haemorrhagic ovarian cyst outcome was unknown. The reporter considered device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Normal uterus, tubes, ovaries. Both tubes were visualized and the essure device was deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2015: suggested left insert migrated/perfiorated uteru tv ultrasound performed to show an anteverted uterus. The endometrium measures 3mm. Both ovaries are seen, the right ovary contains a complex/hemorrhllgic cyst measuring 6*12*17 mm with an echogenic collection within measuring 6*5*4 mm . The right essure is seen to be in- situ. The left essure (point of patient pain) is seen to be protruding into the endometrial cavity 2.9cm is seen within uterine cavity. This is further confirmed using 3d ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record:migraines, pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("following surgery it was seen a portion of left essure broken micro insert had migrated and embedded itself into the wall of the uterus/perforation (uterus)"), device expulsion ("embedded itself into the wall of the uterus/perforation (uterus)/device location of device: endometrial cavity"), device breakage ("following surgery it was seen a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus") and haemorrhagic ovarian cyst ("hemorrhagic cyst on right ovary") in a 37-year-old female patient who had essure (batch no. C91764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, knee operation, ovarian cyst and grand multiparity. Concurrent conditions included leg pain and seasonal allergy. Concomitant products included para-seltzer (excedrin) since (B)(6) 2015 for migraine as well as cetirizine and cilest (ortho tri-cyclen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormally heavy menstrual bleeding, prolonged menses ,abnormal bleeding menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("worsening of migraine headaches") and headache ("headaches"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy,bilateral removal of essure, left cornual resection.), surgery (on (B)(6) 2015, partial hysterectomy and bilateral salpingectomy) .essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, menorrhagia, dyspareunia, fatigue, migraine, vaginal haemorrhage, headache and dysmenorrhoea had resolved and the haemorrhagic ovarian cyst outcome was unknown. The reporter considered device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Normal uterus, tubes, ovaries. Both tubes were visualized and the essure device was deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2015: suggested left insert migrated/perfiorated uteru tv ultrasound performed to show an anteverted uterus. The endometrium measures 3mm. Both ovaries are seen, the right ovary contains a complex/hemorrhllgic cyst measuring 6*12*17 mm with an echogenic collection within measuring 6*5*4 mm . The right essure is seen to be in- situ. The left essure (point of patient pain) is seen to be protruding into the endometrial cavity 2.9cm is seen within uterine cavity. This is further confirmed using 3d ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record: migraines, pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("following surgery it was seen a portion of left essure broken micro insert had migrated and embedded itself into the wall of the uterus/perforation (uterus)"), device expulsion ("embedded itself into the wall of the uterus/perforation (uterus)/device location of device: endometrial cavity"), device breakage ("following surgery it was seen a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus") and haemorrhagic ovarian cyst ("hemorrhagic cyst on right ovary") in a 37-year-old female patient who had essure (batch no. C91764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, knee operation, ovarian cyst and grand multiparity. Concurrent conditions included leg pain. Concomitant products included cetirizine, cilest (ortho tri-cyclen) and para-seltzer (excedrin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormally heavy menstrual bleeding, prolonged menses ,abnormal bleeding menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("worsening of migraine headaches") and headache ("headaches"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy,bilateral removal of essure, left cornual resection.) . Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, menorrhagia, dyspareunia, migraine, vaginal haemorrhage, headache and dysmenorrhoea had resolved and the haemorrhagic ovarian cyst and fatigue outcome was unknown. The reporter considered device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Normal uterus, tubes, ovaries. Both tubes were visualized and the essure device was deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in august 2015: suggested left insert migrated/perfiorated uteru tv ultrasound performed to show an anteverted uterus. The endometrium measures 3mm. Both ovaries are seen, the right ovary contains a complex/hemorrhllgic cyst measuring 6*12*17 mm with an echogenic collection within measuring 6*5*4 mm . The right essure is seen to be in- situ. The left essure (point of patient pain) is seen to be protruding into the endometrial cavity 2.9cm is seen within uterine cavity. This is further confirmed using 3d ultrasound concerning the injuries reported in this case, the following one/ones were reported via medical record:migraines, pelvic pain,cramping most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added. Medically confirmed case. The event embedment coding changed to uterine perforation,abnormal vaginal bleeding, headaches, dysmenorrhea (cramping), partial expulsion of essure device, haemorrhagic ovarian cyst and reporters added. Concurrent condition and historical condition,lab data added. Lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus (seen as embedded device and device breakage), which are serious events due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, after approximately four months of essure's insertion a pelvic sonogram was made and the results suggested that essure's left coil had migrated and perforated her uterus. A month later she underwent a partial hysterectomy and bilateral salpingectomy when it was confirmed that a portion of left essure micro insert had broken and the broken piece had migrated and embedded itself into the wall of the uterus. Although the exact dates and mechanism of the device breakage and the embedment are unknown, considering the events' nature, the causality between them and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded, however the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.